Event description:
Caused pain, possible infect; kotex click compact tampon unraveled inside of me as I tried to pull it out. This has never happened to me before. I believe I was able to get it all, but this is an infection/tss risk. FDA safety report ID# (B)(4).